Event description:
Family member of home pt (hp) reports excess air infused into peritoneal cavity of hp during treatment on homechoice device. Spoke with rn, as hp is spanish speaking. Rn reports being unaware of specifics of incident, however notes that hp was given an x-ray which confirmed the presence of air. Rn reports air has dissipated on its own. Hp has received a new homechoice device, and hp's family has been reinstructed on proper procedures. Rn reports no medical intervention required as a result of incident.